Event description:
It was reported that the patient experienced unspecified issues with a previous sling. A new artificial urinary sphincter (aus) consisting of a pump, a 4 cm cuff and a 61-70 ml balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The aus was implanted because the sling did not keep the patient dry enough. There were no patient adverse effects.